Event description:
It was reported that the water leaked from the foley balloon soon after the placement. There was a balloon rupture or tear and the catheter was pulled rarely. Per follow up via ibc on 26jan2022, there was no patient injury and no missing piece inside the patient.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter with cut portion of inlet tubing. Visual inspection of the sample noted no obvious visual observations. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and solution was allowed to rest for 10 minutes with no observed leaks. The catheter balloon was deflated with no issues or cuffing noted. This meet specification per inspection procedure, which states, "balloon must not be torn". No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review is not required as the reported event is unconfirmed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water leaked from the foley balloon soon after the placement. There was a balloon rupture or tear and the catheter was pulled rarely. Per follow up via ibc on (B)(6) 2022, there was no patient injury and no missing piece inside the patient.